Event description:
Customer reports the system intermittently will not boot up. No patient injury was reported.

Manufacturer narrative:
The service rep stated this is a sign that the computer board is failing. He ordered the sbc compatability kit, and installed it on the system. They verified the unit was working normally.